Event description:
Three weeks into use of bgm, starting getting dizzy spells, patient decided to compare bd reading with old competitive meter. Patient had injected insulin based on readings they believe were 50-100 points too high. Analysis run on clark error grid using competitive meter readings (45) as ref. Point vs. Bd reading 120. Data point fell into d zone. Reading in unacceptable range.